Event description:
It was reported that 8-10 bd ultra-fine¿ short pen needles were unable to deliver insulin. The following information was provided by the initial reporter: customer reports that from 8 to 10 needles were clogged. Some of them were not injecting the insulin completely, and some others were injecting as expected. There was no impact to patient, the needle seemed to be normal (no visual discrepancy).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0070050, medical device expiration date: 31-mar-2025, device manufacture date: 10-mar-2020. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8-10 bd ultra-fine¿ short pen needles were unable to deliver insulin. The following information was provided by the initial reporter: customer reports that from 8 to 10 needles were clogged. Some of them were not injecting the insulin completely, and some others were injecting as expected. There was no impact to patient, the needle seemed to be normal (no visual discrepancy).

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.